Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that complete hardware failure was caused by internal component malfunction, which resulted in multiple drawers jamming and becoming non-operational. The field service engineer disabled the firewall drawers, restored bus communication, and tested the system in hardware test application mode to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.